Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and found that the impedance measurement had reached 15 ohms at a particular time the previous day. Ts advised to check for sources of electromagnetic interference (emi). The patient was brought into the office and all measurements were within normal limits. They will continue to monitor the patient. The device and lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.